Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during procedure, it was noticed that the balloon was inflating but the gauge reading did not match the balloon diameter. The procedure was completed with another device. There were no patient complications reported as a result of this event.